Manufacturer narrative:
Unique device identification (UDI): (B)(4). The surgical patties were not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a bulk of surgical patties would flake off material. No patient injury reported and it is unknown if the event led to surgical delay.